Manufacturer narrative:
Product analysis: product analysis: analysis of the external pulse generator (epg) was unable to confirm the customer comment that the control knob was broken. The customer refused the repair quotation and the device was returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator(epg), had a defective knob. The epg was returned for service. There was no patient involvement.